Event description:
Liftloc safety infusion set mfg by specialized health products, inc. And dist. By bard access systems ref# 0662010. A new product at the hosp where reporter works, this item was in use for 1 week when a confused pt was able to disconnect the tubing at the y-site while the needle remained in place allowing blood to backflow from the inserted needle. Reporter was able to pull another unit apart at the same point after this occurred and reported this fact to the IV consultant. The liftloc device was removed from all pt care areas and the MFR was contacted. The MFR determined that the device was safe to use and the device was returned to all pt care areas. That same week, while turning a pt with this same access device in place, the connection again disconnected leaving the needle in place, again allowing a backflow of blood out of the unit and pt. One week later the same disconnect occurred with the same result. Reporter feels this is a significant defect in the product and needs to be investigated before severe complications occur. It presents a potential danger of hemorrhage and/or severe infection as this device is used in a central venous access device and these pts are generally compromised.